Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose readings up to 381 mg/dl and sustained values above target for several hours; the user made multiple meal announcements without eating, questioned insulin delivery, performed a supply change, and later discontinued the ilet and transitioned to insulin injections. Symptoms included low energy and a nosebleed, and blood ketone testing showed no ketones. Outcomes included no use of backup therapy initially, no professional medical intervention, and no hospitalization. Investigation included user counseling on checking insulin delivery, proper meal announcement use, and changing consumable supplies, followed by follow-up monitoring. Investigation of this case revealed no device component defect identified and user behavior inconsistent with intended use due to announcing meals without food intake. It was concluded that the cause of the hyperglycemia was unclear and could not be linked to a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.